Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that upon final release, the valve migrated into the ascending aorta. There was no difficulties deploying or retracting valve. The migrated valve didn't block any coronary arteries. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 31 may 2024, a 23mm navitor valve was selected for implant. During the procedure, it was noted that upon final release, that the valve migrated into the ascending aorta. There was no difficulties deploying or retracting valve. The migrated valve didn't block any coronary arteries. Another 23mm navitor valve was implanted in a valve-in-valve procedure to resolve the event. There was no clinically significant delay during the procedure that the patient remined hemodynamically stable throughout. The patient is stable.